Manufacturer narrative:
The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of life.

Event description:
It was reported the patient controller displayed a true eri message. The pc app version is (B)(4). Patient was updated to burst therapy and surgical intervention may take place at a later date.